Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a liquid leak. The customer states that the leak seems to be between the circulating water route and the blood transfusion route. The issue was found during pre-test.

Manufacturer narrative:
One device was returned for investigation in used conditions without the original packaging. Visual inspection confirmed the customer complaint of a leak was found in the used sample. It was contributed to a manufacturing issue. During the manufacturing process, devices are routinely inspected for quality assurance. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).